Event description:
The pt had surgery to remove a spinal cord stimulator and implant a programmable intrathecal pump. The procedure was uneventful. The pt was discharged in stable condition. The pt was found dead at home the next morning. Additional info has been requested. A follow-up report will be submitted if additional information becomes available. .